Manufacturer narrative:
Corrected information was provided in g1 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Low purge pressure: clinical details note that a low purge pressure alarm occurred when priming the impella cp. There were no leaks observed and the cause was unknown. Purge cassette was replaced. The cause of the low purge pressure was not determined since insufficient clinical details were provided and no product/logs were returned. The purge cassette testing results cannot be provided since product was not returned and serial/lot numbers are unknown.

Event description:
An impella cp was inserted via the left femoral artery in a 66-year-old male patient with acute myocardial infarction and cardiogenic shock (ami/cgs) presenting in scai stage¿d. During the clinical course, the patient failed to demonstrate hemodynamic improvement and ultimately expired on support. According to the clinical team, the patient¿s death was attributed to progressive multiorgan failure, with no concerns for device malfunction or impella related causality. A separate event occurred during initial system priming in which a purge pressure¿low alarm occurred without identifiable leakage; the purge cassette was replaced, and priming completed successfully. Additionally, during insertion, the 0.018¿guidewire failed to shape properly, was judged defective, and was replaced without procedural delay, allowing successful advancement of the device. No excessive force was applied, no vascular abnormalities were reported, and the replacement guidewire functioned normally. The guidewire failure will be conservatively reported , however the exchange was performed with no consequence to the patient and support. The patient subsequently expired on impella support. Based on the available information, the patient¿s clinical deterioration and death appear consistent with the underlying severity of ami/cgs and multiorgan failure. The purge cassette issue resolved with standard troubleshooting, and the guidewire defect was corrected before device advancement without patient harm. No evidence currently suggests a device related contribution to the patient¿s outcome. Final assessment remains pending product analysis. The death is conservatively being reported on the impella cp but is unlikely a contributing factor to the cause of death and is more likely due to the patient¿s declining clinical condition.